Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open right colectomy, during anastomosis, there was poor staple formation. The surgeon had to pick the malformed staples out of the tissue. The staple line was resected, restapled, and then over sewn. There was tissue damage and unanticipated tissue loss. The surgical time was extended for 30 minutes or more. The patient¿s hospital stay was extended for more than 10 days, which was also due to other variables.